Event description:
During a remote follow up, it was observed the device was in radio frequency (rf) telemetry lockout. The patient attended clinic and the device was interrogated using inductive telemetry, however, restoration of the remote monitoring rf telemetry was not possible. Technical support was contacted and recommended further investigation. The patient was stable and will continue being monitored.